Event description:
It was reported that the catheter was placed on april 15. Pt had chemo after this and was given a saline flush. The pt was an in-patient and needed IV antibiotics and also needed to be given blood, "has not access", so the nurse said it was working fine on friday the (B)(6). She also said this pt was in ICU and the PICC was used fine on the saturday. Sunday however, during an infusion, the PICC appeared to stop. The nurse present tried to clear it and used a 10ml syringe to flush. This was when they saw the extravasations. The line was placed into the basilic and it was just above the acf. The nurse saw the bump on the skin immediately and called physician who told her to take the line out. The pt was fine and got a second PICC placed in her right side on monday (B)(6). Procedure: removal of PICC line at bedside.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) from this lot.